Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. When endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. Do not wet the lead wire and the junction with extension cable. This device is compatible only with monitors requiring ysi 400-series type temperature probes. The device was not returned.

Event description:
It was reported that the temperature on the temp sensing catheter was unstable. It was later reported per additional information received via email on 8 may 2019 from ibc representative, the readings were incorrect. The temperature was displayed at 33 degrees c.